Event description:
A surgeon reported that leakage occured from the one-way valve of the irrigation line during priming. The test was completed after replacing the pack with another one. There was no pt involved during this reported event.

Manufacturer narrative:
A sample is expected, but has not yet been received at the manufacturing site for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).